Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 14 days or more frequent monitoring was recommended. This ICD remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 14 days or more frequent monitoring was recommended. This ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. This ICD was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert, code 1003, had been recorded on the date the device was implanted. The battery voltage was lower than expected, but still supported full device function. Initial detailed analysis did not identify a cause for the low voltage alert. The device case was subsequently opened to facilitate inspection and testing of the internal components. The device battery was removed and forwarded for detailed testing. Analysis identified a latent current leakage path within the battery that led to the observed battery depletion and code 1003. The root cause of the current leakage path could not be confirmed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. As a result, device replacement within 14 days or more frequent monitoring was recommended. This ICD remains in-service at this time. No adverse patient effects were reported. Additional information was received. This ICD was successfully replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.